Event description:
It was reported that the patient felt "little jerks" in their chest every three hours. The lead monitoring device feature was turned off, resolving the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.